Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "screen flickers" malfunction would likely be related to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center screen was constantly flickering with blurry interference. The issue occurred during preparation for use for a diagnostic procedure. The procedure was postponed. There were no reports of patient harm.